Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely poor communication occurred due to cable failure and the image was not displayed. The cause of occurrence of cable failure is the cable got disconnected due to kink of the cable, and the cable failed. However, a definitive root cause could not be determined. As to cable breakage, the reported phenomena might be prevented by following the description in the instruction manual below: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was confirmed. It was observed that no image was displayed on the monitor due to faulty cable. In addition, the non-reportable findings are as follows: the camera head connector cable was kinked/knotted and the label on the rear cover was faded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during the inspection for use, the 4k autoclavable camera head dropped connection. The doctor completed the diagnostic procedure without the use of the camera head with no delay. There were no reports of patient or user harm.